Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the motor on the insulin pump broke. The customer stated that the blood glucose went up to 450 mg/dl and got off the insulin pump. The customer stated that they were on manual injection until get back to the insulin pump. The insulin pump was replaced and will not be returned for analysis.